Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with instances of ams due to atrial oversensed lead noise on a remote transmission. The atrial sensitivity was decreased. The patient did not experience any symptoms due to the atrial lead noise. The lead remains implanted. The patient is stable.